Event description:
Customer called to report that she had a hypoglycemic reaction and was taken to the hospital. She had given herself 2 boluses based on her blood glucose results as measured by her pdm. Approx 45 minutes after taking the first bolus, she passed out and was taken to the hosp by ambulance. Her bg in the ambulance was reported to be 13. She was treated for hypoglycemia in the ambulance and at the hosp. When she arrived at the hosp, her bg was 33. She said they treated her with glucose at the hosp, but they never gave her any insulin. Pt was contacted by insulet customer support at about 7:30 pm. She had just put a new pod on to resume insulin delivery. Her bg was high because of the lack of basal insulin throughout the afternoon and she had just given herself a correction bolus. No further issues reported. The product was not returned for evaluation.

Manufacturer narrative:
Followed up with customer, three days later, regarding the issue she had. She said she was feeling fine and had returned to work. She said she compared her pdn glucose results with another meter during the past 2 days. She said the results were all relatively close. Discussed that it was possible that there was something on her fingers that caused the high results. Requested that she return the pdm and strips so that we may verify that it was working ok. She agreed but said that she didn't have anymore strips left from that vial or box. No further issues reported. Product was not returned for evaluation.